Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with kerlix sponge. The customer reported the sponge linted and came apart inside the patient.